Event description:
Black piece at top is cracked from excessive use.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned femoral implant impactor indicated that the bumper fractured near the threaded hole. The fracture of the impactor was likely due to the impact forces applied to the instrument during seating of the femoral component. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.